Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention is pending to address the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient had a second lead implanted. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2025 wherein, two octrode leads were implanted. Effective therapy was restored post operatively.